Event description:
It was reported the patient experienced an overstimulation sensation and stimulation in the wrong location causing pain. It was also reported the patient's left hand and arm shake. There was no known incident related to the onset of the change in stimulation. Follow up with the hcp was attempted. The patient had cancelled the appointment.